Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck inside body - vagina [foreign body in reproductive tract]. Went to pull the tampax tampon out; half of it ripped off of the string and was stuck inside my body [complication of device removal]. Half of tampon ripped off the string [device breakage]. Consumer contacted via e-mail and stated that she went to pull the tampon out and half off it ripped off of the string and was stuck inside her body. No serious injury was reported.

Event description:
Tampon stuck inside body - vagina [foreign body in reproductive tract]. Went to pull the tampax tampon out; half of it ripped off of the string and was stuck inside my body [complication of device removal]. Half of tampon ripped off the string [device breakage]. Consumer contacted via e-mail and stated that she went to pull the tampon out and half off it ripped off of the string and was stuck inside her body. No serious injury was reported.

Manufacturer narrative:
19-jun-2020 product investigation results: no failure could be identified as a result of the investigation.